Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from left rupture . As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
On 3/18/2020, a manufacturing record evaluation (mre) was performed for the finished device number 6994413, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2020, during visual inspection of the device, no apparent damage could be observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 6994413 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 6950252 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/25/2020, the mentor failure analysis lab has received the device for evaluation. The date of removal was (B)(6) 2020. On 5/28/2020, during visual inspection of the device, no apparent damage could be observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this 6994413 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 6950252 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2020 it was reported to mentor that the replacement devices were mentor memorygel breast implant 465cc. The patient experienced bilateral rupture and bilateral ptosis and capsular contractures. Manufacturer¿s reference number: (B)(4).